Manufacturer narrative:
(B)(4). No adverse events have been reported as a result of the malfunction. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was returned fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: the reported event was confirmed. The product was returned and examination determined that the tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the CAPA (B)(4) design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was returned fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.